Manufacturer narrative:
The cause of the laceration was user error. The operator did not follow instructions for performing repairs on the centrifuge module. The siemens field service engineer (fse) acted contrary to proper operating procedures by overriding the safety lockout mechanism while performing service/troubleshooting. There is no siemens service instruction for over-riding the safety system and no procedure exists that would require the service engineer to do so. The safety system was restored to proper configuration. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2012 a siemens field service engineer (fse) was performing repairs using non-standard practices on the centrifugexl docked to the advia labcell workcell and was cut on the face. The operator received facial sutures for the wound.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR on (B)(4) 2012. Additional information: the fe was informed bypassing of the interlock switch should never be required and he confirmed the interlock switch was returned to the correct configuration. Siemens services knowledge base 0018592 was released to the field support teams as a reminder the safety interlock should never be overridden.